Event description:
In process of moving med cart all (4) drawers came open and cart tilted forward. Employee attempted to catch cart and injured her right shoulder (rotator cuff). Employee was seen by physician, arm was placed in sling and placed on light work duty for the next 8 days, will have follow up visit on monday, march 30, 1998.